Manufacturer narrative:
The customer declined the option to have their glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined; however, based on the customer reporting the cable's hdmi pins were damaged, it is likely that the damage caused or contributed to the reported intermittent image. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the pins on the hdmi connector were damaged which resulted in the image intermittently disappearing. No delay in the procedure, use of a backup device, or harm to the patient was reported.